Event description:
It was reported by the customer that the pyxis medstation system had drawer failure. The customer had tried to recover the drawer by reseating the ribbon, but the issue persists. This incident resulted in a delay in patient care and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was unable to recover due to a faulty controller board. A field service engineer replaced the faulty controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.